Event description:
Information received regarding the explanted device notes that the patient presented in the clinic for follow-up due to syncope. Device interrogation revealed a ventricular bipolar lead impedance of 3070 ohms and unipolar lead impedance of 2000 ohms with intermittent loss of output.